Event description:
The customer reported that the 3500 system failed to boot up. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on site investigation. The service rep replaced the computer and the batteries, and re-configured the usb connections. The system was tested and is operating as intended.